Event description:
The customer indicated the sys lost power and after losing power would not reboot. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power switch and the power control board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.